Event description:
Ref number 5575 bd clipvac disposable filter assembly- bd surgical clipper item number 089141. I have 18 each that are pulling apart from each other. This item is put on a vacuum to shave patients for surgery, when connected to the vacuum the back plastic is pulling off causing hair to go into the vacuum instead of staying in the item. I have noticed there are 3 plastic clips holding it together. Some are very short in length and causing the items to not work the way they were meant too. I forgot to add lot # 68988.